Event description:
During the ventricular tachycardia procedure, the right coronary became proximally occlused. After having mapped in sinus rhythm in the lv, completed lesion ablation and began the final recheck for ventricular tachycardia triggering a st segment depression was observed on the surface ECG. Even if this appeared without having done anything (exact moment of it has been retrieved on the recording system), coronarography has been realized. It has been observed that the right coronary was blocked proximally. When comparing to the last coronarography done by the patient in (B)(6) 2022, it is observed that the block was a bit more proximal than in (B)(6) (it was already blocked in (B)(6)). The coronarographist said that this must have happened between (B)(6) and now but not during the procedure, but it is unconfirmed. Procedure was stopped after the coronarography. No intervention during the procedure was required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.